Manufacturer narrative:
Philips service replaced the mrc 200 0508 rot-gs 1003 and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro not functioning due to tube grid shorting to cathode on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.